Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. (B)(4).

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been having issues with the last two infusion sets and the tape sticking. She states that they do not stick longer than a day. The customer¿s blood glucose was 459 mg/dl. She declined troubleshooting for the high blood glucose and says that she does have a backup plan. The infusion set is returning for analysis. The insulin pump is not returning for analysis.